Manufacturer narrative:
Product ID neu_unknown_ext, serial# (B)(4), implanted: 2002 (B)(6), product type extension, product ID neu_unknown_ext, serial# ,(B)(4) implanted: 2002 (B)(6), product type extension, product ID 3387-40, lot# j0216861v, implanted: 2002 (B)(6), product type lead, product ID 3387-40, lot# j0216861v, implanted: 2002 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient passed away in (B)(6) 2011. It was noted that since the patient received the implant, his speech was affected and for the last two years of his life he could not communicate at all. Subsequent information received reported that the patient's cause of death was parkinson's disease. It was unknown whether the device was related to the patient's passing. Further information received reported that the patient's passing was not device related and the device remained in the patient. If additional information is received, a supplemental report will be submitted. Please refer to manufacturer report no. 3004209178-2012-09859.